Event description:
Edwards received information that a 21mm 2900 aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to heart failure nyha class iii secondary to structural valve deterioration and mild aortic regurgitation. A 23mm non-edwards transcatheter valve was implanted in replacement. The device was originally implanted approximately eight (8) years and one (1) month ago as a replacement of a previously implanted prosthetic valve to correct aortic regurgitation. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 2900 aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to heart failure (new york heart association functional classification(nyha): 3) secondary to structural valve deterioration. Aortic regurgitation was mild. A 23mm medtronic evolut r transcatheter valve was implanted in replacement. The device was originally implanted approximately eight (8) years and one (1) month ago as a replacement of another prosthetic valve. The device was implanted for aortic valve replacement to correct aortic regurgitation. The patient status was reported as "recovered". The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction. Patient medical history: aortic valve replacement and ascending aorta replacement. Obtained patient screening data and electrocardiogram were attached in the qms.